Event description:
On january 8, 2007 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter was not power on. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The smas listened to the recorded call on january 17, 2007 to obtain/clarify information. The patient was described as feeling thirsty and having frequent urination off and on during the time of concern. She had been attempting to test; however, the meter would not power on. Her family took her to the emergency room on january 5, 2007 at 2:00 pm due to passing out. The ER obtained a blood glucose of 500 mg/dl and administered insulin treatment. She was admitted and released on january 8, 2007. It would have been helpful to know how long the patient had been unable to obtain a blood glucose result, if she had a back up meter, her testing frequency prior to the incident, when she developed symptoms, whether she was aware that she was experiencing high or low blood glucose, if she attempted to test while experiencing symptoms, her medication regimen during the time of concern, when she lost consciousness, if someone attempted to test her while she was unconsciousness, why the paramedics were not contacted, other possible results from her hospitalization, diagnosis, and other possible health related conditions. The reporter indicated that the patient was required to test 3 times daily following her release from the hospital. She had owned the meter for approximately 4 to 5 years and had replaced the batter 1 year ago. The customer care advocate (cca) walked the reporter through pressing the power button and inserting a test strip all the way into the test strip port. The meter powered on and the cca discovered that the calibration code was set to code 18 and the test strips vial on hand were code 1. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test her blood glucose, had symptoms of thirst and frequent urination off and on, eventually lost consciousness, received insulin treatment at the hospital for blood glucose of 500 mg/dl, and was released after 3 days. It is unknown when the symptoms started in relation to the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.